Event description:
A report was received that the patient¿s ipg was not holding its charge and would not communicate with the remote control. The physician was unsure if there was device malfunction. The patient underwent a revision procedure wherein the ipg was replaced. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.